Event description:
Information received indicates the valve was removed due to structural dysfunction relating to calcification and cuspal stiffening. At retrieval the 25 mm valve was noted as severely calcified and stenosed and the valve leaflets were immobile. The device was replaced with an additional patient complication reported.